Event description:
The event description according to the customer is as follows: after installing the control board on the unit, the unit displayed high values of blower flow, shut off and would not power back on. - no patient involvement. - no harm to patient, user or third party.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.